Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in overdischarge. The patient hasn't charged in months. Troubleshooting was not possible due to lack of access to product. The caller reported that they patient needs the ins functional for MRI mode at this time. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from the manufacturer representative. It was reported that a physician mode reset was performed and the power on reset (por) was cleared. The issue was resolved and no symptoms or complications are anticipated. Additional information received from an MRI technician on (B)(6) 2018. Reported that they were unable to communicate with the ins using the programmer. It was noted that the ins had not worked in 2 years. No patient complications were reported.